Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. However, the customer was provided with instructions in clearing mid:09 error message by a zoll service representative. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, the thermogard xp ivtm system (serial #(B)(4)) displayed error code mid:09 (air trap assembly) and will not clear. No patient involvement.

Manufacturer narrative:
The reported complaint of mid:09 (air trap assembly) error message on the thermogard xp system (serial # (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed intermittent connectivity error with cable rj45 circuitry causing the mid:09. Therefore, the root cause of the reported complaint was due to defective cable rj45. No physical damage was observed on the thermogard xp system during visual inspection. During archive review, multiple mid:09 were identified on the reported event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message mid:09 (air trap assembly). To remedy mid:09, the defective cable rj45 was replaced. The system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).